Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sitting in a chair, and when she arose from the chair she collapsed (fell) and had a seizure. The patient had previously had a stroke and the husband believed she was having another stroke. He called emergency medical services (ems) and paramedics transported her to the hospital. The cgm showed 172 mg/dl but in the ER the bg was 24 mg/dl. She was diagnosed with hypoglycemia, treated with IV dextrose (50 percent), and discharged several hours later after her bg stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.